Manufacturer narrative:
Initial and final MDR (B)(4)-device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in france. It was reported that patient faced three infusion sets twisted cannula before installation events on (B)(6) 2024. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-00269. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - the information in this complaint (B)(4) has been evaluated soft cannula found crimped upon removal from infusion site. The batch 6004896 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 for the soft cannula found crimped upon removal from infusion site. Complaint investigation test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional (flow test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: packing of quick set the lot 6004896 was manufactured according to the wi version 26, manufactured in the line 1, on 14/jan/2024 with a total of (B)(4) units. Trending: a query was run in database on 16/jun/2025 against malfunction code soft cannula found crimped upon removal from infusion site and lot 6004896 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.